Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damaged pump. The customer experienced hyperglycemia. The hyperglycemia was treated with pump. The event involved product(s) mmt-1880l, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was partially performed and the functionality of the pump was affected. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a. Product return for mmt-1880l is expected and the customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked lcd window, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08745 inches. Successfully downloaded history files and traces using thump. On the event date of 18-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 18-may-2025 of the daily total collection start time, the daily total of basal insulin delivered = 238250 (23.825 u) and daily total of bolus insulin delivered = 166000 (16.6 u) which is equal to the daily total of all insulin delivered = 166000 (16.6 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 18-may-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.52 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the screen/display window and case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.